Event description:
A user facility reported that the airway tube of an lma broke while being used in a pt. The break occurred about 45 minutes into the procedure and the crna removed the lma, face masked the pt briefly, the inserted a new lma. There was no injury to the pt. An MDR is being filed, even though there have been no reports of a pt injury associated with failed airway tubes, as theoretically a broken airway tube could cause injury to a pt. The user facility has been requested to return the lma to the MFR for evaluation. A follow-up report will be submitted after an evaluation of the lma. This report contains info from third party sources, the accuracy of which has not been confirmed by the reporter. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR, distributor, device or reporting party caused or contributed to the reportable event.